Event description:
The initial reporter advised shiley of the pt's death following an outlet strut fracture of the pt's implanted bjork-shiley convexo-concave heart valve. An x-ray photograph of the bscc heart valve rec'd from the initial reportr noted that the outlet strut of the bjork-shiley convexo-concave heart valve was missing from the implanted valve. According to a medical report obtained by the initial reporter, the pt experienced sudden difficulty in breathing and became unconscious late in the evening of july 18, 1998. Upon arrival at the hosp, the pt was unconscious and in shock with no blood pressure. A chest x-ray was done which showed the fracture of the implanted valve. The pt was taken to surgery in the early morning of july 19, 1998 and the valve replaced. X-ray done during surgery showed the disc and the minor strut of the valve were located in the descending main artery in the chest area. According to the medical report, the operation was completed; however, the pt's heartbeat was weak and the heart-lung machine could not be removed. The pt was transferred to the intensive care unit where she died on july 19, 1998.